Manufacturer narrative:
Event summary: patient data files showed at least eleven applications were performed with balloon catheter 2af284/69377 without any issue on the date of the event. In conclusion, a clinical issue occurred during the case. There is no indication of relation of adverse event to the performance of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a pericardial effusion developed. A pericardiocentesis was performed, followed by surgical exploration for bleeding. It was noted that it was unknown whether the event lead to or extended patient hospitalization. The case was aborted with the patient under general anesthesia. It was noted that the patient is currently stable, and there was no permanent injury as a result of the event. No further patient complications have been reported as a result of this event.